Manufacturer narrative:
Product ID: 3889-28, lot#: va1sj6c, implanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their bladder symptoms were worse. They tried all their programs and increased stim up to 6, but weren't able to feel stim on any programs. It was noted that they hadn't had any falls or trauma, so it was recommended that they follow up with their healthcare professional. On (B)(6) 2020, additional information was received and it was stated that the 3 out of the 4 wires (lead) were broken. Patient refused any fall and indicated that they were straining for their constipation. During troubleshooting, the mdt representative was able to find a point where patient felt stimulation and setting level was set at 0.8. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. It was reported that the patient said the manufacturer representative stated they had the leads compromised, they were broken or bent. There was no fall reported. The patient said they had constipation. Reprogramming was done and patient was feeling stimulation however they change stimulation each week. The rep told the patient they might need to adjust the wiring through a surgical interventions. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1sj6c implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28 ,lot# va1sj6c, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.